Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of intermittent swelling, redness, angioedema and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine. Three months later, the patient had an injection with juvéderm ultra xc in the upper lip. Injection sites were also noted as nasolabial folds and marionette lines for both products. About 3 months later, the patient developed intermittent swelling and redness in areas injected. Patient has had 5 episodes of angioedema on the injection sites that have came and gone within 36 hours¿ along with ¿visable redness¿. Patient went to a plastic surgeon to have it dissolved with hyaluronidase about a year after the initial injection. Patient has had 4 injections with hyaluronidase and called the doctor about 16 months after the injection noting they were still getting episodes of swelling despite treatment with hyaluronidase. The patient's reaction is recurrent and has happened several times which lasts 36 hours or so. The last noted event was the same pattern as before but this time seemed to be on both sides at once. The plastic surgeon the patient saw was convinced it was an allergic reaction to the product and treated the patient with hyaluronidase about a year after the initial injection. The healthcare professional also believes it to be an allergic reaction. Patient seems to be doing fine while the healthcare professional has not spoken to the patient for a while. This is the same event and the same patient reported under MDR ID #3005113652-2017-00754 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine, also a device manufactured by allergan